Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms three days post implant. Boston scientific technical services (ts) was contacted and it was noted the impedance as out of range when in ra to can, ra to rv and triad configurations. Rv coil to can was within normal limits. Ts suggested reprogramming rv coil to can and further suggested defibrillation threshold (dft) testing. The field representative noted the physician chose to reprogram, but opted to not perform dft testing at this time. The crt-d and rv lead remain in service and no adverse patient effects were reported.